Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the stent strut buckled. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the entire length of the stent. The proximal stent struts were pulled in a distal direction and were overlapping. The distal stent struts were lifted and stretched distally. Due to the extent of the stent damage no accurate reading of the stent od could be taken. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The proximal balloon cone appeared puffed however, both balloon cones were wrapped and folded with visible creases and crimp markings were evident on the visible section of the balloon body. Therefore, the balloon did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the stent strut buckled. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.